Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked after the patient removed the device from a pocket, resulting in a hardware screen damage event and the patient transitioning to backup therapy. Symptoms included no changes in blood glucose levels. Outcomes included no reported clinical impact, no emergency treatment, and no hospitalization. Investigation included review of the event description and device history as standard complaint handling. Investigation of this device revealed external physical damage to the display consistent with user handling, with no indication of internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external forces.